Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported noise on this rv lead. This rv lead was explanted and replaced. Should additional information be received, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular between 54 cm and 55 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered to be the root cause of noise reported in the complaint description. Based on the characteristics and the location of the insulation damage it reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Constant interaction with modified tissue or another implantable device should be taken into consideration. Diagnostic images clarifying this assumption were not available. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.